Event description:
Reporter indicated that patient no longer perceives stimulation. Lead test resulted in high lead impedance reading indicating possible lead break. Reporter also indicated that device has migrated quite a bit since implant. Revision surgery is planned.